Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 503 mg/dl. The customer addressed the elevated bg and occlusion by changing out the infusion set and cartridge and resumed insulin. No third party assistance was required. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer understood and acknowledged.